Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr groshong nxt two-piece connector. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated, and a split was observed at the proximal end of the proximal connector tubing. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: ¿ 'c' shaped split ¿ tensile weakness at the fracture site (due to material ballooning prior to burst) ¿ granular fracture surface texture (typical of tearing failure modes) no occlusion was observed distal to the burst site, but a statement of difficulty infusing was observed in the event description, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported patient attended for PICC care. I was called over to assess in the treatment suite. Staff nurse reporting that unable to flush line with 10ml saline flush. Patient reports there has been previous difficulties in flushing and aspirating, however when she deep breaths or turns her head it is able to flush. Attempted to flush with patient in different positions however unable to flush. Then it was noted there was a small leak which appeared reparable. As I was about to repair the line under supervision of PICC placer the line flushed freely however a further leak was noted from insertion site and some swelling on flushing. Unfortunately, due to the proximity of this leak the line was not repairable, and I have had to remove today. Leak was measured approximately 36.5cm on removal. Line was inserted on (B)(6) 2025. Leak found on (B)(6) 2025. Line had been in for approximately 13 days.